Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. Note: the meter is designed to report readings of 1.1 mmol/l to 27.8 mmol/l. It should be noted that this meter does not give numeric value for readings less than 1.1 mmol/l. A "lo" display message indicates a reading less than 1.1 mmol/l. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A health care professional reported that a patient received erratic readings from an adc hospital blood glucose meter. The health care professional reported that the patient received readings of "lo" (lower than 1.1 mmol/l) and 5.1 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
This serves as a correction report. Operator of device and occupation were incorrectly documented in the initial MDR 30 day report. Iif follow up, what type? Device evaluation, device returned to manufacturer? And device evaluated by manufacturer?, evaluation codes and addtl mfg narrative were inadvertently omitted from the initial MDR 30 day report. Sections have been updated.

Event description:
A health care professional reported that a patient received erratic readings from an adc hospital blood glucose meter. The health care professional reported that the patient received readings of "lo" (lower than 1.1 mmol/l) and 5.1 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. A visual inspection was performed and no issues were observed. The meter powered on with button press and with strip insertion. A control solution test was performed and all results were within range specification and no errors were observed. The reported test strips have not been returned. A valid strip lot number was not provided. Extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle optium neo h meter were reviewed and the dhrs showed the freestyle optium neo h meter passed all tests prior to release. Clinical data was reviewed and confirmed that freestyle optium neo h test strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle optium neo h test strip was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was completed for the reported complaint and freestyle optium neo h test strip, and there were no adverse trends that indicate any potential product related issues. If the product strips are returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A health care professional reported that a patient received erratic readings from an adc hospital blood glucose meter. The health care professional reported that the patient received readings of "lo" (lower than 1.1 mmol/l) and 5.1 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.